Event description:
A pt underwent implantation of staar model aa4204vf intraocular lens in pt's left eye. During insertion, the posterior capsule tore. The lens was removed and the doctor performed a vitrectomy. It is unknown if the event was product-related.